Event description:
On 06/29/1999. The facility's billing clerk informed the manufacturer's (MFR)representative that a bill would be forwerded to the MFR. Concerning this patient/device. She stated that it appears that the device broke inside the patient; however,she was not provided with all the details surrounding the event in question. As a result, the MFR's representative was forwarded to the facility's director. Medical records, the directror, medical records stated that the device in question was in her possession and would be returned to the MFR for analysis.on 07/01/1999.the MFR received a report via a fax that states the following: the unit was implanted on 06/23/1995,x-rays on 12/04/1998 showed no problems. On 03/05/1999, x-rays showed that the tubing separated. Waited for patient's okay to remove object until 04/08/1999. No further details were provided.